Manufacturer narrative:
This contralateral herniation experienced by the patient is not believed to have been attributable to the barricaid implant. In the rct, the contralateral herniation rate was 1.1% in barricaid (3/272) and 1.4% in control (4/278). There was no evidence that barricaid affects the risk for contralateral herniations based on comparison of these rates (p=1.000, fisher's exact test). These hazards are monitored and trended in our complaint system and are occurring at or below anticipated rates.

Event description:
The patient reported herniation symptoms on opposite side of their barricaid implant. A revision surgery was performed to address the contralateral herniation.